Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: there were vertical lines on the left of the display screen from the top to the bottom of the display. The vertical lines were not present once replaced with a test display.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. The reporter stated that the display screen had vertical lines going through it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.